Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2,000 mcg/ml of gablofen. Analysis of implantable pump serial number (B)(4) revealed a low battery reset of unknown cause had occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer by a manufacturing representative (rep). The rep was unaware of a complaint associated with the device. No further information was provided.